Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an inaccurate infusion of phenylephrine. The pump module allegedly infused 60ml/hr instead of 60mg/min. There was patient involvement, but no harm. Although requested additional information regarding the event was not provided. No devices will be returned, customer is requesting a log review.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: a log review was requested to investigate inaccurate delivery with the pump module while the device was in use which occurred on (B)(6) 2024. The incident time was not reported. It was reported to have been programmed at the rate of 60ml/h instead of the intended infusion order at 60mg/min. The pcu s/n (B)(6) device logs were provided by the customer to investigate programming details for the suspect pump module s/n (B)(6) inaccurate delivery issue that occurred on (B)(6) 2024, although the time of the incident was not reported. The earliest entry in the pcu event log was for (B)(6) 2024, at 2:46 am. A new patient was selected and the profile in use was identified to be ¿.critical care?¿. At 2:59 am, a basic infusion was programmed (rate=50 ml/h, vtbi=950 ml), an air in line alarm was deploy and the system is powered off. At 3:05 am, the same basic infusion was programmed and started. At 4:24 am, a secondary infusion was programmed and started with drugid=290 (meropenem, rate=200 ml/h, vtbi=100 ml). At 4:54 am, the secondary infusion was complete, and the primary infusion is resumed. At 6:04 am, the volume infused is cleared. At 7:04 am to 7:05 am, a secondary infusion was programmed and started with drugid=281 (magnesium sulfate peripheral, rate=25 ml/h, vtbi=50 ml). At 07:15 am, an occluded patient side alarm was deployed, and the pump module was restarted to continue with the infusion. At 9:08 am, the secondary infusion was complete, and the primary infusion is resumed. At 10:27 am to 10:28 am, a secondary infusion was programmed and started with drugid=265 (levofloxacin, rate=100 ml/h, vtbi=150 ml). At 10:31 am to 10:32 am, the pump module was paused and powered off. No further infusions occurred on (B)(6) 2024. There was no found recorded event of the drug phenylephrine or programming at the rate of 60ml/h as reported. Inspection and testing of the suspect pump module, pcu, and the administration set could not be performed as the devices and the administration sets were not returned for investigation. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of an inaccurate delivery of phenylephrine was not able to be identified or confirmed from the requested log review. The reported drug phenylephrine was not found programmed on the incident date reported with the suspect pump module.

Event description:
It was reported an inaccurate infusion of phenylephrine. The pump module allegedly infused 60ml/hr instead of 60mg/min. There was patient involvement, but no harm. Although requested additional information regarding the event was not provided. No devices will be returned, customer is requesting a log review.